Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: (B)(6). Date of event: unknown. This report is for one (1) unknown radial head. UDI#: unknown part number, UDI is unavailable. This report is for one (1) unknown radial head. An image reading of the x-rays was conducted by a medical director from this manufacturer. The medical director says, he can see decreased bone density in the area around the prosthesis stem. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision surgery to the left elbow on (B)(6) 2015; despite the surgery, osteolysis progressed. Post-operatively the patient was still having progressive pain, was disabled and also had inflammation. On (B)(6) 2016, the left radial head long stem implant was explanted intact. The patient had some osteoarthritis in the remaining joint, which is likely a consequence of his original injury and it is hard to know the relationship with the radial head osteolysis. The patient also, had similar pain symptoms in his right elbow with swelling; radiographs were taken and osteolysis was present. It was reported that the patient's status outcome and surgical delay was stable. This complaint captures the 3rd revision surgery and following com numbers captures the other three revision surgeries: (B)(4): 1st revision; (B)(4): 2nd revision; (B)(4): 4th revision. This report is for one (1) unknown radial head. This report is 4 of 4 for (B)(4).